Event description:
A technician discovered that the brakes on this bed would not hold. There are no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The tech replaced the casters and bearings in order to resolve the problem.